Event description:
It was reported that the pt underwent surgery to reposition her ipg about two inches higher than its original location. She subsequently experienced loss of therapeutic effect. Her pt programmer had not been synchronized with her implant. This was resolved and she was reprogrammed with good results.